Manufacturer narrative:
Per the patient's surgeon, the device was explanted due to skin flap breakdown. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2012 for unknown reasons. Additional information has been requested but has not been made available as of the date of this report, (b)(64) 2013. It is unknown if the patient has been reimplanted as of the date of this report, (B)(4) 2013.